Event description:
Arthroscopy right knee, one of the two acl bundles is completely loose, existing cyst with fragments of calaxo screw.

Manufacturer narrative:
Product recall initiated aug 21, 2007. No product is being returned for evaluation.